Manufacturer narrative:
Manufacturing year 2012. Technical support did troubleshooting with the customer and logged into the system remotely and determined that the patient vacuum side was unstable (fluctuating) and the vacuum board needed replacement. The field service specialist visited the account and replaced the vacuum regulator printed circuit board; calibrated and tested. Vacuum issue was resolved. System meets all factory specifications. Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that system had error ''possible fluid suction loss'' with the loi docked on the eye. During follow up with the account the technician reported there was suction loss while the laser was firing during the fragmentation step. It was reported that treatment was completed manually.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The vacuum regulator pcb that was returned and evaluated and the failure was confirmed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Manufacturing date updated to 11/19/2012.